Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. A device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported that the cutter device was stuck in the attachment device. During in-house engineering evaluation, it was confirmed that the cutter device was stuck in the attachment device, however it could be released. It was further determined that the device failed pretest for visual assessment. The device showed heavy signs of usage mostly along the shaft, the cutting edge was heavily worn, and had debris and discoloration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.